Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was performed to treat a lesion in the proximal left anterior descending (lad) artery with mild tortuosity and calcification. While pulling back the balance middleweight (bmw) guide wire from under an un-specified stent strut, the guide wire was stuck under the stent and separated at the 3cm radiopaque area. The separated portion was left in the anatomy. The bmw was removed and the distal portion was left in the anatomy. A xience stent was implanted and the procedure was completed. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: updated from other serious(important medical events) to required intervention to prevent permanent impairment/damage(devices) (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties and patient effect. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
Subsequent to the previously filed medwatch report, the following information was provided: a xience stent was implanted to secure the separated portion to the vessel wall and the procedure was completed. No additional information was provided.